Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the midline incision site. It was noted that the discomfort was not directly related to the stimulation but it was due to the incision. The patient underwent a revision procedure wherein the midline incision was opened and the strained relief loop form the lead was tucked. The patient was reportedly doing well postoperatively.